Event description:
It was reported that the pt has expired. The date of the pt's death and implant duration are unk. It is unk if the death was device related. It was additionally reported that a second device, model #3300tfx, was implanted, which is not a reportable device. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.